Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6), customer reports via phone the staff were performing a cardiac cath on an undetermined pt. Injection protocol of 11 ml/sec for 33 ml volume, 600psi. During the injection, the tubing detached from the syringe, spraying contrast all over the table and floor. Pt is fine, no staff affected.